Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device motor was seized, jammed and heavy moving. It was further determined that the device failed pretest for oscillations frequency, triggers and electronic control unit, check the off/on/on mode, trigger test, general condition and check the battery coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: it was documented in the initial report that the assignable root cause was determined to be due to improper maintenance. The correct root cause was improper handling,. Device evaluation update: upon further evaluation of the returned device, it was determined that the trigger was blocked, jammed, heavy moving, housing wornout, control unit not functioning and defective, printer hooked, saw head housing was worn out and the control at the control was brittle. It was also determined that the device failed pre-test for trigger test. An additional assignable root cause was determined to be due to premature wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as march 5, 2018 in the initial report and has been updated to february 28, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.